Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 305895 and lot number 2104007. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture was provided for evaluation by our quality engineer team. Through examination of the picture, an eclipse needle was observed with the safety shield well assembled and not yet activated by the user. No signs of defect could be identified through the picture sample. Twenty (20) retained samples of the reported lot were obtained from the manufacturing facility for review. The retained samples showed no signs of defect with their safety mechanisms and it was possible to activate the safety mechanisms by following the instructions for use. Based on the investigation results, an exact manufacturing related cause could not be determined for this reported incident. Every single lot produced is tested prior to final release for safety shield activation. The assembly process has a 100% inspection system for safety shield activation.

Event description:
It was reported that the safety mechanism on the bd eclipse¿ needle with slip-tip hub configuration was unable to be engaged following the injection. The following information was provided by the initial reporter, translated from french: "our nurse performed an injection on an hiv-infected patient. Following the treatment, she was unable to fully engage the needle protection system".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the safety mechanism on the bd eclipse¿ needle with slip-tip hub configuration was unable to be engaged following the injection. The following information was provided by the initial reporter, translated from french: "our nurse performed an injection on an hiv-infected patient. Following the treatment, she was unable to fully engage the needle protection system."